Event description:
It was reported that the bd alaris¿ pca administration set disconnects spontaneously. The following information was provided by the initial reporter: disconnecting itself from the IV.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of disconnection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pca administration set disconnects spontaneously. The following information was provided by the initial reporter: disconnecting itself from the IV.